Manufacturer narrative:
Additional strip lot producing 5.4 inr: 358a, 1/31/08.

Event description:
Caller states that first device read 6.0 inr while a second device read 5.4 inr during duplicate testing. A comparison lab value returned as 3.6 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.